Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product code of a051201 was submitted. It should have been a0602. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The company intraocular lens (iol) is a monofocal lens that corrects for near or far vision per the distance targeted by the surgeon. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 13.5 diopter lens was replaced with an unspecified monofocal lens. Additional information was provided that the clinical reason for the exchange was that the lens was off center. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision. The lens was exchanged for monofocal lens model 28 days following the initial procedure. Clinical reason for explant was mentioned as lens off center. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.